Event description:
During a fallopian tube recanalization procedure, the catheter tip broke off. The guidewire used perforated the tip of the catheter and caused the tip of the catheter to break off. The tip was retrieved and the pt suffered no harm. The wire was intact but very severely malformed.

Manufacturer narrative:
(B)(4). One product was returned in a damaged manner. The tip of the device was torn and the marker band was no longer attached to the catheter. The catheter is purchased from an approved supplier. Quality control inspects the catheters to ensure that the entire surface of the catheter is smooth and free of kinks, bumps, cuts, broken braids, and braid separation or protruding braids. Material specification 1009 states that the catheter assembly shall be constructed to meet or exceed forces at break requirements of iso 10555-1. Design verification testing has shown that the catheter meets the tensile strength requirements of iso 10555-1. The product is shipped with instructions for use which lists the appropriate, precautions, and proper use of the device. Additionally, the IFU contains the following warning, "if resistance is felt between the vessel and microcatheter, or between the microcatheter and wire guide, verify the cause of the resistance by fluoroscopy or remove the microcatheter and wire guide as a unit. Damage may occur to the microcatheter and/or wire guide." From the description of the event, it appears that the microcatheter may have met resistance beyond its design due to the glidewire. We will continue to monitor for similar complaints and have notified the appropriate personnel. Quality engineering risk assessment was not updated in response to this complaint, however, this risk will remain acceptable with the addition of this complaint. Therefore, the conclusion of qera, that no further mitigating activities are necessary, is still valid.